Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient had recovered from the peritonitis. Treatment with vancomycin and gentamicin was discontinued after 39 days of treatment. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient began treatment with atb (antibiotic) therapy vancomycin and gentamycin (doses, route and frequencies not reported) for peritonitis. Treatment for peritonitis with atb therapy was ongoing. The patient had not recovered. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.